Manufacturer narrative:
(B)(4). Date sent: 6/16/2025. Additional information was requested, and the following was obtained: did the device staple? Yes but malformed. 2. If the device stapled, was the staple line complete? Yes. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Pin was coming off. 4. Did the device cut? Yes. 5. If the device cut, was the cut line complete? Yes. 6. Were the cut line and staple lines equal? Yes. 7. Was the device fired across a staple line? No. 8. Did the reload lock out and would not work? Staples did not properly. 9. Did the reload begin to staple and cut, but then jammed? Yes. 10. Did the device staple, but there was no cut line? No. 11. How was the procedure completed? Used staplers. 12. Could you please clarify if there were any patient consequences? No. 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4) date sent 7/7/2025. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with the staple retainer placed, no apparent damaged and the reload had the proximal 3 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
(B)(4). Date sent 7/2/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 6/9/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did the device staple? : stapled 2. If the device stapled, was the staple line complete : not complete 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? : irregular 4. Did the device cut? Yes 5. If the device cut, was the cut line complete? Yes 6. Were the cut line and staple lines equal? Yes 7. Was the device fired across a staple line? No 8. Did the reload lock out and would not work? Yes 9. Did the reload begin to staple and cut, but then jammed? Yes 10. Did the device staple, but there was no cut line? No , cut and stapled 11. How was the procedure completed? They sutured it 12. Could you please clarify if there were any patient consequences? No. 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon fired, it did not fire properly.